Event description:
The pt had a lead for off-label use. It was reported the pt was experiencing tightness at the lead site. The pt kept turning his head until the tightness loosened up. As a result, the staples had pulled out and the wound was opened. An infection became present and the lead was removed. The pt is scheduled for a f/u visit with his doctor on a later date.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.